Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose values up to 35 mmol/l and hospitalization. The patient's wife informed that two weeks before the event occurred, he has fallen, and the pump might have experienced a mechanical impact. In the hospital, the patient stayed over night for observation and for stabilizing the blood glucose level with pen injections.